Event description:
It was reported that the compressor went into standby while it was connected to a ventilator during patient treatment. The compressor generated a high pressure alarm.there was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. The circuit board was returned, it controls the compressor motor, the valves and measures pressures. It has two pressure sensors, one measures the wall air pressure, the other measures the pressure from the compressor motor. If any of these pressures are too high, a high pressure alarm is generated. The returned circuit board was installed in a reference compressor and connected to a reference ventilator without wall air connected. A high pressure alarm was generated on the compressor, but ventilation was unaffected, it was a false alarm. The cause of the high pressure alarm was a faulty pressure sensor. The circuit board was mechanically stressed, but it did not cause any other malfunctions. The reported issue of the compressor going into standby was not reproduced. The root cause of the reported high pressure alarm was a defective pressure sensor. The root cause of the standby issue has not been determined. If the compressor fails it may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
Manufacturer ref. #: (B)(4).